Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, deployment issue occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 16mm in length, concentric, de novo target lesion was located in the severely calcified, mildly tortuous and 3.5mm in diameter left circumflex artery. The lesion contained a <= 45 degrees bend. The lesion was predilated using an unspecified balloon catheter. The stenosis immediately after predilation was 85%. Then the 3.5mm x 16mm promus element stent was advanced to the lesion. The stent was attempted to be deployed but it could not fully appose to the vessel wall. A 12mm x 3.5mm quantum¿ maverick¿ balloon catheter was advanced to dilate the 3.5mm x 16mm promus element stent, but the stent still could not appose to the vessel wall. Then a non bsc balloon catheter was used to dilate the 3.5mm x 16mm promus element stent and the stent was fully apposed to the vessel. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.